Event description:
The "leak in iab" alarm sounded from the system 97 pump. Event complications: unknown - reported 2/9/98. Pt's current status: expired - rpt'd 2/9/98.

Manufacturer narrative:
Eval: the iab was returned intact for eval with a datascope 10 french, 6 inch sheath/hemostasis valve assembly noted to be covering a large portion of the folded membrane. After the sheath was slid off the folded membrane, the membrane at the proximal taper was noted to be stretched. It was not possible to pump the iab on the lab sys iabp due to the condition of the returned membrane. Underwater leak testing revealed no leaks in the returned balloon catheter. Probable cause of difficulty: even though no leak was found in the returned device, it was not possible to verify the reported leak alarms. It was not possible to determine the exact cause of the reported difficulty based on the event description and the examination of the item. Thus, in general, alarm and inflation difficulties may attributed to one or more of the following: 1. The balloon entered a subintimal space. 2. The balloon membrane failed to fully exit the sheath (as evidenced by the condition of the returned device). 3. The balloon was placed too high in the aortic arch or in the subclavian artery. 4. The iab failed to completely unfold because the user failed to inject 60 cc of air as advised in the instructions for use. 5. The catheter kinked within the pt probably because of severe vessel tortuosity and/or pt movement. 6. The catheter and y-fitting to the pt. Manipulation of the kinked portion of the catheter could have minimized the restriction and improved balloon performance. 7. A kink in the catheter may have restricted the flow of helium into and out of the balloon causing it to not fully inflate during the initiation of iabp. 8. There was a loose connection between the iab and the pump or between the pump and the safety chamber. Checking these connections may have alleviated the problem. 9. The balloon pump needed servicing.